Manufacturer narrative:
Philips service replaced the geo q35 ipc coa, ipc adapter, and geo ipc, tested geometry movements, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to defective geo ipc hardware on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.